Manufacturer narrative:
The site declined to provide patient information, per canadian privacy laws. On 01/07/2016 a medtronic representative, following-up at the site, reported the procedure was a c-spine and the o-arm was returned to the operating room (or) for the second time as the first spin did not show some detail the surgeon wanted. The closing of the door for the second spin is when the drape got caught in the door assembly. As for delays, the procedure was finished excepted for the final spin; on 01/08/2016 a medtronic representative, received further detail from the site. A nurse did not take the covering off the o-arm for the spin at end of the prodedure, and it was then closed, the light indicating it was not fully closed, did not come on when tech tried to close the door. Tech then went to other side and removed the cover and closed it again; the tech did this on her own when usually a nurse is on the other side watching to ensure nothing gets in the way. The sterile drape was then closed within the o-arm and no one was aware because the tech went back to the o-arm to close it. When the spin started, there was an unusual noise so the tech stopped the spin. The nurse then came into the room and when the tech opened the o-arm, a component of the o-arm fell out. On 01/28/2016 the site reported they performed the repair on their own. Issue resolved; no parts were replaced. No parts have been received by manufacturer for analysis; no further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in a spinal fusion cervical procedure, a drape was caught in the imaging system door after it was closed and as a result, the positioner louvered cover was damaged. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the imaging system. There was no delay of therapy. There was no impact on patient outcome.